Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 78-year-old male patient for protected percutaneous coronary intervention. The patient was noted to have peripheral arterial disease/peripheral vascular disease. Other comorbidities were not reported. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage b shock as noted per patient flowchart. During insertion, the physician advanced a 14 french peel-away sheath and encountered resistance. The sheath was withdrawn and inspection revealed that it had become kinked. A replacement 14 french peel-away sheath was obtained and inserted without further issue, and impella cp support was established. During the hospital course, groin bleeding was reported at the femoral access site. The patient received one unit of packed red blood cells for management of blood loss. The patient was also noted to have underlying vascular factors including peripheral arterial disease/peripheral vascular disease, vessel tortuosity, calcification, and stenosis, which may have contributed to vascular access complexity and bleeding risk. Following impella cp explant, the physician reported that inadequate manual pressure at the access site contributed to the development of a pseudoaneurysm. The pseudoaneurysm was subsequently identified and successfully repaired. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 14fr introducer.